Manufacturer narrative:
(B)(4). Initial report sent to FDA on 06/30/2014.

Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: after setting the cartridge the normal conditions of opening and closing of jaw was confirmed, and also the indicator lamps were lit up after blinking. When the device has handed over to the surgeon, the cartridge started to be articulated automatically even when any button for manipulations was applied. Reset both the sulu and adapter and confirmed the indicator lamp for each was lit up one by one. However 5 second after, the cartridge started to rotate by itself again. Using egiaustnd, the case was completed with no problem. There was no pt harm. The cause was not extended by more than 30 minutes.